Event description:
It was reported that during a percutaneous coronary intervention procedure that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous mid left anterior descending artery (lad) . A non-bsc guide wire crossed the lad main branch and another non-bsc guide wire crossed the lad first diagonal. Ivus was performed with a non-bsc device. The target lesion was pre-dilated with a 2.75x15mm non-bsc balloon to 12 atms for 5 seconds and 16 atms for 5 seconds. A 2.75x28mm promus element stent was deployed at 14 atms for 15 seconds and 16 atms for 15 seconds. Post ivus was performed and no issues were noted with the stent. The stent was post dilated with the 2.75x15mm non-bsc balloon to 20 atms for 14 seconds, 4 times. Ivus was performed and the physician found stent deformation had occurred at the distal edge of the stent. The stent was post dilated again with a 2.5x15mm non-bsc balloon inflated to 6 atms for 15 seconds and 10 atms for 15 seconds, resulting in good apposition. The procedure was completed with no additional intervention required. No further patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
Device is a combination device (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is caused by other device. The physician found stent deformation occurred at the distal edge of the stent at post deployment. (B)(4).